Event description:
The device was returned to the manufacturer without documentation for explant. The manufacturer's device registration system indicated the patient had expired. Cause of death and relationship of implanted system to patient death were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.